Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be confirmed. Review of the log showed a "defib pad short" message on 8/19/25. During testing, the device showed "select 30j for test" because 30 joules of energy had not been chosen, it did not deliver a shock when the button was pressed. This is expected behavior and not a malfunction. The device passed full functional testing, including impedance calibration and bench handling. The reported issue could not be duplicated. All buttons and alarms functioned as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.